Event description:
It was reported that the right ventricular lead was undersensing and there was no capture. The right atrial lead had poor sensing and no capture. After a revision of both leads, the problems continued. Both lead were then explanted and replaced. The right atrial replacement lead was attempted, but could not be used due to the patient's small atrium size. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the proximal conductor was distorted. Apparent explant damage was also noted. (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the helix/lobe mechanism was distorted and bent. There was blood in/on the helix/lobe mechanism. Apparent explant damage was also noted.